Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened and creased button dome switch. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported the customer had a button error alarm. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.